Event description:
Acct. Reports that set was "leaking". No pt. Injury reported, no further info available. Further info states that the set was leaking between the clamp and the hub as noted on the sample.